Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the esophagus to treat varicose bleeding during an esophageal varices procedure performed on (B)(6) 2025. During the procedure, the snare loop detached from the device, and the handle cannula broke. The detached piece was retrieved using foreign body forceps, and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
. Imdrf device code a0501 captures the reportable event of snare loop detached that was retrieved using foreign body forceps.